Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer has been using the insulin pump for 9 years and everything is working fine. Customer stated that there was something wrong with the programming, and is currently wearing his back-up pump because he could not deal with the beeping anomaly anymore. Customer reported that there were 3 beeps every 15 minutes starting at 10:30 pm until morning. Customer only received 3 alarms: 2 check set alarms and a low reservoir alarm. Pump passed the self test. It was explained that the type of beep he was explaining is not a beep our pump makes. Customer retracted and stated that the beeping was different like a short beep, medium beep, and a long beep similar to a low reservoir warning. Customer was advised to monitor the pump. Customer called back and is still having the same issue. Customer's blood glucose level was 148 gm/dl. Customer stated that the pump beeps 3 times for no reason. Insulin pump will need to be replaced. No further assistance required.

Manufacturer narrative:
No audio/beep anomaly noted. Device alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to motor error alarms.